Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ac inlet is damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged failure the on and off switch was broken noted the power housing that plugs into the tester was cracked was due to a faulty switch. The most probable cause of this complaint was traced to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the on and off switch of maintenance unit was broken. The power housing that plugs into the tester was cracked. The green part of the on and off switch was broken and missing the plastic cover. The other on and off switch was broken and was glued to hold, also missing the plastic cover on the switch, and the housing where the electrical plug plugs into the back of the tester was broken. The event occurred during reprocessing. There were no reports of patient involvement.